Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reported left side presence of silicone ganglia under the armpits of the patient. Prostheses have macroscopic cracks. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified deformation, red particles material was found on the shell and creases. A weight test of the device was verified and the device was within specification. Cloudiness and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint (rupture). The reason for reoperation was rupture and silicone migration. This is a known potential adverse event addressed in the product labeling

Event description:
Physician reported left side presence of silicone ganglia under the armpits of the patient. Prostheses have macroscopic cracks. The device was explanted.